Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 12/06/2016. One used lf4318 device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects and the knife was not exposed. The knife extended and retracted normally when the handle was activated. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors.

Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not close after cutting tissue. The knife was also exposed outside of the jaws.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: 12/09/2016. One used lf4200 device was received, and evaluation of the sample could not confirm the reported issue. Visual inspection found no defects and the knife was not exposed. The knife extended and retracted normally when the handle was activated. The investigation found the device to function normally and within specifications. A review of the device history records for this lot shows no potentially contributing factors.